Event description:
The customer reported a system message displayed. One patient was prepped. Two cases were cancelled. No patient injury was reported.

Manufacturer narrative:
The company service rep examined the system and did not duplicate the reported issue. The system was tested and met all product specifications. The root cause of the event cannot be determined in this investigation. This report was mailed to the FDA on: 08/22/2008.